Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 125 mg/dl. The customer stated that she was running and had kept the insulin pump in her bra. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a broken reservoir tube lip, cracked reservoir tube, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner and missing end cap sticker.